Event description:
It was reported that an occlusion alarm occurred on an ilet using a steel contact detach infusion set with 23-inch tubing, resulting in interrupted insulin delivery, hyperglycemia up to 250 mg/dl, and resolution only after changing the infusion set and associated supplies; the device component implicated was the connector/coupler and the problem involved obstruction of flow. Investigation of this case revealed obstruction of insulin flow associated with the connector/coupler, consistent with a component-related deformation problem that was resolved by supply replacement. No clinical symptoms associated with hyperglycemia reported. Outcomes included a temporary delay to insulin therapy, after which insulin delivery resumed, without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a component-related occlusion at the connector/coupler.